Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that it has been harder to charge her implantable neurostimulator (ins) and stated it has not been charging up well. Pt met with a manufacturer representative last week who did a "hard reset" on her device and following that, she was able to charge and didn't feel any lower back pain anymore and then "all of sudden it just stopped". Pt later stated she has not been able to charge her ins since the rep did the reset. Pt stated the rep pressed the start charge button and audio button when she did the reset. Pt described seeing physician recharge mode (prm) screen on insr on call, but confirmed there were no numbers for the 60 minute timer beneath physician recharge mode icons. Pt was redirected to hcp to address physician recharge mode screen pt is seeing and to assist with charging ins. Pt was going to have an MRI yesterday, but couldn't put ins in MRI mode since her ins is not charged. Pt stated this all started after she broke her neck (no indication related) on june 7th, but later stated "probably more around august". Additional information was received from the rep. It was reported that the hard reset was unsuccessful and patient was getting referred out for replacement. Od was due to patient being hospitalized/ patient compliance.